Event description:
The patient's daughter reported a broken nebulizer air filter. Unknown if patient missed a dose. Unknown if patient experienced an adverse event. Unknown if defective device is on hand for return. Unknown if md is aware. No further information provided.